Event description:
It was reported that this pacemaker entered safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Event description:
It was reported that this pacemaker entered safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the clinically observed reversion to safety mode operation.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this pacemaker entered safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. This product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.